Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot number(s) h13i03109 and h13j18015. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i03109 and h13j18015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested with cloudy fluid coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis is unknown, and treatment was not reported. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.